Event description:
Independent repair center: alleged key failure dusted. Low o2 or yellow light. As stated on the repair statement additional malfunction on this device: power switch controls short circuit.